Event description:
Rptr complains of rashes, scaly skin on knees and elbows, dry mouth, joint swelling and tenderness, enlarged lymph nodes, muscle aches, pain and weakness, loss of memory, balance and sensation, photosensitivity, sleep disturbance, easy bruising, trouble swallowing, chronic fatigue, nose ulcers, low grade fever, and tingling in arms. (See also 1002057.)